Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose was 423 mg/dl at the time of hospitalization and was treated with intravenous insulin drip. The customer stated that the insulin pump was frozen. The customer was unable to complete carelink upload. It was reported that the customer had a history of motor error and there was no way of troubleshooting it at the time of the call. The customer was stuck in the rewind state. The customer stated that the insulin continued to drip after motor stops during the fill tubing process. The customer reported that the insulin squirting out during the load reservoir or the fill tubing process. The customer stated that the motor error also occur when they were rewinding the insulin pump. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm and was able to complete pump rewind. The insulin pump passed the displacement test. Motor error alarm did not recur. The device will be returned for analysis.